Event description:
The manufacturer received information alleging a ventilator inoperative error code was found on a bipap a30 device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, 3 reboots occurred within 24 hours (e-045), in the device's error log. The third-party service technician further evaluated but was not able to determine the cause of the issue for this device. The root cause is not confirmed at this time. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.

Manufacturer narrative:
This device (bipap a30) was manufactured 11/05/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report